Event description:
Edwards received information that this device was explanted after approximately two (2) months. The reason for explant remains unknown. This was replaced with a 31mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the device and event, no additional information was received and the explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.